Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot # j0564099v, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. It was reported that the previous night, the stimulation stopped without warning. There was no known cause for the lack of stimulation. The patient had tried to analyze everything to see if he could start the stimulation back up. The patient tried to turn his stimulation all the way up and he still "felt nothing." The patient did not report seeing any message screens on his programmer, but he did not have his programmer with him so trouble shooting could not be done. It was noted that the patient's device had been "very successful" thus far. It was also reported that the patient felt a shocking or jolting sensation with positional changes. Usually the patient would feel a "jolt" in certain positions but he could not feel that any longer. The patient had looked through his manual to trouble shoot the problem himself, but was not successful. No further information was provided. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s lead had been ¿severed¿ approximately six months ago in (B)(6) 2013. The reporter stated that the patient was reprogrammed and had been getting good relief since. Additional information has been requested but was not available as of the date of this report.